Manufacturer narrative:
Insulin pump passed active current measurement and displacement test. Pump received power error due to non-sleep anomaly software error. Unit failed sleep current measurement due to unexpected battery power loss and power error. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power error detected alarm. Customer blood glucose value was unknown. The customer assisted with troubleshooting. The customer stated that they were able to successfully clear the alarm. Customer was able to complete pump rewind. Customer has not previously called to report power error detected. Customer states notification light did not immediately stop flashing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.